Event description:
During a ptca procedure, deflation difficulties were encountered. The lesion being treated was a calcified and 99% stenotic lesion in the very tortuous proximal to mid lad. The physician had intended to perform a ptcra procedure, however, poba was performed due to the calcification in the distal segment of the lesion. The maverick2 monorail catheter was advanced to the lesion over a pt graphix intermediate guide wire, with some difficulty crossing. The maverick2 monorail balloon was inflated to 8 atms for 20 seconds. When deflation was attempted, theballoon did not respond, and the physician needed to use a syringe to deflate the balloon for removal. A 7f zeon introducer sheath, a 7f mach1 q3.5 guide catheter, a pt grapix intermediate guide wire, and a guidant inflantion device were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good".